Manufacturer narrative:
This report is submitted on march 3, 2020.

Event description:
Per the patient, the abutment site has been infected with pus discharge and was tested positive in 2017 for staphylococcus aureus. The implant remains in-situ.